Event description:
Additional information was received and the customer confirmed that the implant is not zimmer or biomet.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional information: the customer confirmed on december 17, 2020 that the implant is not a zimmer or biomet implant. As a result, the prior submission for MFR- 0002023141-2020-02246 submitted on december 8, 2020 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that when attempting to torque an implant into place, the inside hex was stripped and the driver was just rotating in place without any engagement.